Event description:
During laparoscopic cholecystectomy, grasper snapped apart, and one piece landed near the liver bed. It had to be removed by the surgeon with another grasper. No harm or injury to pt.